Event description:
It was reported via repair work orders that both siderails lost functionality due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.